Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels of 476 (mg/dl), even after taking correction boluses via the pump. The customer delivered manual injections to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and pump data upload was reviewed, which indicated that the pump was functioning as intended. However, the customer and the health care provider felt that the pump was not delivering insulin properly.